Event description:
It was reported to philips that the ac power module failed.

Manufacturer narrative:
(B)(4): it was reported to philips that the ac power module failed. The unit and ac power module were evaluated and the failure was verified. The ac power module was replaced from the customer's stock which resolved the failure. As of 11/8/10, there have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.